Event description:
The hospital reported that while using the hemopro that there was an excessive amount of smoke created by the device. The case was completed using the same device. And no patient complications were reported.

Manufacturer narrative:
Investigation details: without the device to examine, no determination can be made as to the root cause of the reported failure. Only the empty box was returned.